Manufacturer narrative:
Patient code: 2692 should be removed as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b4 - date of this report: should be corrected to (B)(6) 2019. Claim#: (B)(4).

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Product code: unk. Model #: unk. Device manufacturer date: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a lens into patients left eye (os) on (B)(6) 2019. Surgeon noticed "trans illumination defects and depigmentation, eye between 8-12 o'clock." Iop was noted as reasonable but surgeon is noticing mid dilated and poorly reactive pupils. Surgeon states "the vault is perhaps around 1000 microns. Reportedly "patient says vision is very good." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.